Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an unspecified spinal surgery using rhbmp-2/acs. At 3.5 months post-op, the pt complained of radiculopathy. Imaging showed a tract of bone following the insertion pathway out of the annulotomy site and into the spinal canal. F/u imaging done at 6 months showed persistence of bone spicula. A revision surgery was planned.